Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader and therefore was unable to test. The customer experienced sweating, tremors in the legs, and required treatment of sugar and water by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspection has been performed on the returned reader and observed reader to be damaged due to use related issue. Therefore issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader and therefore was unable to test. The customer experienced sweating, tremors in the legs, and required treatment of sugar and water by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader and fs libre charging cable and adapter were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. The DHR review indicates that the correct charging cable and adapter was part of the kit. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery issue with the freestyle libre 2 reader and therefore was unable to test. The customer experienced sweating, tremors in the legs, and required treatment of sugar and water by third-party. There was no report of death or permanent injury associated with this event.